Manufacturer narrative:
The fse evaluated the device and the failure was confirmed. Parts were replaced and tested and passed. The device was operational after repairs were completed. The investigation concludes that no other action is needed at this time.

Event description:
The customer reported speaker is defective message. The device was not in use at time of event and no patient involvement.